Event description:
It was reported that the patient received inappropriate therapies. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing processes for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2023 recorded an increase of the pacing impedance from around 500 ohms to around 1500 ohms at the end of the recording period. At the same time the rv sensing decreased from 5 mv to 2 mv. The listed episodes included 7 vf episodes between november 23 and november 25, 2023. The first vf episode was recorded on (B)(6) 2023 at 6:19 am (episode no. 36), shock delivery was aborted. Two more vf episodes followed on (B)(6) 2023 between 12:40 pm (no. 37) and 12:59 pm (no. 38) where shock delivery was also aborted. On november 25, 2023 4 vf episodes were recorded between 3:01 am and 3:04 am. At 3:01 am (no. 46) and 3:02 am (no. 47) the detected vf triggered two shock deliveries. At 3:03 am (no. 48) no shock was delivered. At 3:04 am (no. 49) another 2 shocks were delivered. Additionally 3 periodic iegms are included in the episode list from (B)(6) 2023 (no. 33), (B)(6) 2023 (no. 34) and (B)(6) 2023 (no. 35). The analysis of the available iegm episodes no. 49, 48, 47, 46, 38 and 37 revealed artifacts on the ff channel and the rv channel, which led to oversensing. Furthermore the periodic iegm episode from (B)(6) 2023 (no. 35) showed artifacts on the rv channel which were oversensed. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the definite root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the devices themselves become available for analysis, the investigation will be updated.